Manufacturer narrative:
Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to bleeding lcd glass. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, and cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack along the back leading up to the reservoir. Customer's blood glucose level was 6.4 mmol/l. The customer reverted to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.